Event description:
It was reported the customer had motor error alarms during bolus deliveries. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
The insulin pump was no motor error alarm noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33, no delivery and motor tests. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing the endcap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.